Event description:
It was reported that, a red alert was recorded in the implantable cardioverter defibrillator (ICD) system. Upon interrogation a shock high impedance out of range was found in this right ventricular (rv) lead. This rv lead remains in service. No adverse patient effects were reported.